Event description:
It was reported that the cutting edge broke. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and investigation revealed that the cutting jaw had broken off. It is no longer possible to determine what led to this damage without further information. It is assumed that several mechanical overloads exceeded the tolerance level of the material which finally led to the material fatigue break. The fracture surface is homogenous which indicates a flawless material quality. The investigation with the manufacture and material documents showed that the head cutter at hand fully complies with the specifications. No product defects were detected. This complaint is indeterminate.